Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. The device is being returned for further examination, and a replacement pump has been arranged for the customer.